Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the gw (guide wire) was bent. The procedure was completed using another device.

Manufacturer narrative:
(B)(4). The customer returned a spring wire guide (swg) assembly, and a 3-lumen 7 fr x 20 cm cvc set catheter for evaluation. The catheter appeared to be used; however, no defects or anomalies were observed. The guide wire displayed signs of use and had kinks in three locations. The distal and proximal welds were both still intact. The 2 kinks and bend in the swg were located approximately 10.8, 11, and 19.5cm from the distal end of the swg, respectively. The length and outer diameter of the swg were measured and were found to be within specification. A swg with an outer diameter of 0.87mm from lab inventory passed through the returned catheter from the tip to the hub without restriction. This indicates that a swg with an outer diameter of .801mm would be able to pass through the catheter as well. A manual tug test confirmed both the distal and proximal welds are intact. A device history record (DHR) review was performed and no relevant manufacturing issues were identified. The instructions-for-use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. (Con't) other remarks: the reported complaint that the swg was kinked was confirmed based on visual inspections of the returned sample. Multiple kinks and bends were examined throughout the swg body. The returned guide wire met all relevant dimensional requirements and a functional testing showed a guide wire could passed freely through the returned catheter. A DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the gw (guide wire) was bent. The procedure was completed using another device.